Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/22/2014 with the following findings: visual inspection revealed that the display screen was dim and discolored; the reported event was duplicated. A battery cap was not returned with the pump; a test battery cap was used during all steps of the analysis. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display was dim. No additional information was available. Several attempts by the customer support to follow-up on the matter with the reporter were unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.